Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 to 70 mg/dl. The customer was treated for the low blood glucose with insulin pump. Customer¿s blood glucose level was 287 mg/dl at the time of the call. Customer¿s other blood glucose level was 100 to 200 mg/dl and 300 mg/dl. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was over delivering. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.